Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Follow up with the customer found that the staff member retrieved the bed from the bed storage area and took the bed to the ed. In the ed, the bed had to be moved due to the capacity of the unit. The bed was repositioned numerous times to ensure correct placement and when the staff member "plugged the blower pump in and powered the device on, the staff member heard a loud pop and got thrown back." The staff member was examined in the ed, was noted to have an entry and exit wound to the hand from electrical shock, and an ECG was performed with normal results. No additional medical intervention was reported for the hand-wound. The staff member was sent home for the remainder of the day. Upon returning to work the next day, the staff member reportedly experienced arm and grip strength weakness, which has since resolved and the staff member is back to normal. The reported shock and subsequent injury could be contributed to the use of the damaged power cord, as acknowledged by the customer as having exposed wires which should have been removed from service. The severity of the injury could not be determined with the initial details provide, therefore, an initial report of serious injury was reported. However, with the receipt of additional details of the reported normal results from the performed ECG, in addition to the report that staff member¿s condition returned to normal indicates that no further impairment is expected. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly. Replace or repair parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed blower power supply cable was run over and had exposed wires. A staff member received an electric shock while trying to plug it in and turn it on. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).